Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive stat high sensitive troponin-I result, when processing on the architect i2000sr. The initial result was 511 ng/l and the retest result was 10 ng/l. The customer reported the patient was admitted to the hospital, however, the patient was not given any unnecessary treatment. Per the add adverse event categorization tool, hospitalization for monitoring (all ages) is not reportable. No additional impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included troubleshooting, a review of service history, tracking and trending, and product labeling. The stat probe was changed. A review of service history identified no additional erratic results pre- or post the current complaint. No trends were identified. Labeling was reviewed for the architect systems operations manual and the architect stat high sensitive troponin-I package insert and were found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.